Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, the customer was able to remove more air multiple times. The customer stated had not had an issue with the cartridge since loading. There was no impact to the customer's blood glucose level.